Event description:
It was reported that the patient reported pain or discomfort at the pocket site. It was also reported that the there was an alert due to high superior vena cava (svc) impedance. It was determined that the right ventricular (rv) lead had not been fully inserted into the device header during a changeout a month earlier. A revision was performed and the lead was reseated. Subsequently the lead impedance measurements were within normal limits. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2008; 5568-53 implantable pacing lead (B)(6) 2008. (B)(4).